Manufacturer narrative:
(B)(4). The patient died on (B)(6) 2021. The cause of death is aggravated peritonitis. The patient's death was reported to be unrelated to the device.

Event description:
The complaint is reported as: "at the time of inserting the central catheter through the internal jugular, the guide fracture, which warrants requesting a new catheter to perform the procedure (information provided by the anesthesiologist who performed the procedure)". There was no patient injury. No medical intervention required. It was reported the guidewire was removed it its entirety from the patient. A new catheter was obtained for use and successfully placed. The patient's condition was reported to be deceased from aggravated peritonitis.

Event description:
The complaint is reported as: "at the time of inserting the central catheter through the internal jugular, the guide fracture, which warrants requesting a new catheter to perform the procedure (information provided by the anesthesiologist who performed the procedure)". There was no patient injury. No medical intervention required. It was reported the guidewire was removed it its entirety from the patient. A new catheter was obtained for use and successfully placed. The patient's condition was reported to be deceased from aggravated peritonitis.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.